Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of uterine perforation ("perforation (uterus)"), device expulsion ("migration of essure device-location of device: uterus"), pelvic pain ("pain"), genital haemorrhage ("persistent bleeding") and uterine haemorrhage ("intractable uterine bleeding") in a 33-year-old female patient who had essure (ess205) (batch no. 508295) inserted. The occurrence of additional non-serious events is detailed below. The patient's past medical history included gravida ii, live birth in 1994, live birth in 2002, premature birth, ovarian cyst functional, endometrial thickening, tonsillectomy in 1995, prolapsed disc repair in 1999, menorrhagia, uterine dilation and curettage on (B)(6) 2006, c-section in 2002 and c-section in 1994. Concurrent conditions included overweight, asthma, penicillin allergy (seizures) and anesthesia general. Family history included hypertension and diabetes mellitus. Concomitant products included medroxyprogesterone (depo provera) in (B)(6) 2006 for contraception. On (B)(6) 2006, the patient had essure (ess205) inserted. In (B)(6) 2006, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)") and abdominal pain lower ("pain lower abdomen"). In (B)(6) 2006, the patient experienced migraine ("migraines") and headache ("headaches"). On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), device expulsion (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), bladder disorder ("bladder problems"), urinary tract infection ("urinary problems or changes") and uterine haemorrhage (seriousness criterion medically significant). The patient was treated with surgery (she had hysterectomy and salpingectomy (bilateral removal of fallopian tubes)), surgery (she had hysterectomy and salpingectomy (bilateral removal of fallopian tubes)) and surgery (she had hysterectomy and salpingectomy (bilateral removal of fallopian tubes)). Essure (ess205) was removed on (B)(6) 2006. At the time of the report, the uterine perforation, device expulsion, vaginal haemorrhage, menorrhagia, migraine, headache, abdominal pain lower, bladder disorder and uterine haemorrhage outcome was unknown and the pelvic pain and genital haemorrhage had resolved. The reporter provided no causality assessment for uterine haemorrhage with essure (ess205). The reporter considered abdominal pain lower, bladder disorder, device expulsion, genital haemorrhage, headache, menorrhagia, migraine, pelvic pain, urinary tract infection, uterine perforation and vaginal haemorrhage to be related to essure (ess205). The reporter commented: there were no complications from essure insertion procedure. As per medical record, on (B)(6) 2006, she had exploratory laparotomy, mild lysis of adhesions and total abdominal hysterectomy with bilateral salpingectomy, also on (B)(6) 2006, second procedure of exploratory laparotomy, evacuation of hematoma, left salpingo-oophorectomy and hemostasis assurance of the cuff. On (B)(6) 2009, she performed diagnostic laparoscopy, major lysis of adhesions, exploratory laparotomy, enterolysis, right salpingo-oophorectomy and repair of serosal bowel tear. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 29 kg/sqm. On an unknown date she underwent essure confirmation test. And current weight was 155 ibs. On (B)(6) 2006, patient's blood pressure was 122/64 (unit unspecified), pulse: 84 (unit unspecified), respiration: 16 (unit unspecified), temperature: 98.6 (unit unspecified). Physician deployed the essure coil in each tubal ostia without complications, and there were approximately three rings seen on both sides penetrating into the lumen of the uterus. Transvaginal sono on (B)(6) 2006, impression: bilateral small functional ovarian cysts, thickened endometrium to one cm and very minimal fluid in the cul-de-sac. Pathology report on (B)(6) 2006, small amount of inactive endometrium. Endocervical tissue with benign squamous met aplasia and acute and chronic endocervicitis. On (B)(6) 2006, hysteroscope was introduced and using saline as the medium, visualized the endometrial cavity. Lush tissue were noted. The right tubal ostium was identified and noted to be clear. The left tubal ostium appeared to have some foreign device extruding from it. It was suspected that this was from a previous essure contraceptive; however, this could not be noted on the right tubal ostium. Postoperatively they did confirm that she had had an essure contraceptive device placed in (B)(6) 2006. Concerning the injuries reported in this case, the following ones were described in patient¿s medical records: uterine haemorrhage (confirming genital haemorrhage) and also confirmed events migraine, headache, menorrhagia, device expulsion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 4-jul-2018: quality safety evaluation of ptc. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of uterine perforation ("perforation (uterus)/migration of essure device-location of device: uterus"), uterine haemorrhage ("intractable uterine bleeding"), pelvic pain ("pain") and genital haemorrhage ("persistent bleeding") in a 33-year-old female patient who had essure (ess205) (batch no. 508295) inserted. The occurrence of additional non-serious events is detailed below. The patient's past medical history included gravida ii, live birth in 1994, live birth in 2002, premature birth, ovarian cyst functional, endometrial thickening, tonsillectomy in 1995, prolapsed disc repair in 1999, menorrhagia, uterine dilation and curettage on (B)(6) 2006, c-section in 2002 and c-section in 1994. Concurrent conditions included overweight, asthma, penicillin allergy (seizures) and anesthesia general. Family history included hypertension and diabetes mellitus. Concomitant products included medroxyprogesterone (depo provera) in (B)(6) 2006 for contraception. On (B)(6) 2006, the patient had essure (ess205) inserted. In (B)(6) 2006, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)") and abdominal pain lower ("pain lower abdomen"). In (B)(6) 2006, the patient experienced migraine ("migraines") and headache ("headaches"). On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), uterine haemorrhage (seriousness criterion medically significant), urinary tract infection ("urinary problems or changes"), pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant) and bladder disorder ("bladder problems"). The patient was treated with surgery (she had hysterectomy and salpingectomy (bilateral removal of fallopian tubes)) and surgery (she had hysterectomy and salpingectomy (bilateral removal of fallopian tubes)). Essure (ess205) was removed on (B)(6) 2006. At the time of the report, the uterine perforation, uterine haemorrhage, vaginal haemorrhage, menorrhagia, migraine, headache, abdominal pain lower and bladder disorder outcome was unknown and the pelvic pain and genital haemorrhage had resolved. The reporter provided no causality assessment for uterine haemorrhage with essure (ess205). The reporter considered abdominal pain lower, bladder disorder, genital haemorrhage, headache, menorrhagia, migraine, pelvic pain, urinary tract infection, uterine perforation and vaginal haemorrhage to be related to essure (ess205). The reporter commented: there were no complications from essure insertion procedure. As per medical record, on (B)(6) 2006, she had exploratory laparotomy, mild lysis of adhesions and total abdominal hysterectomy with bilateral salpingectomy, also on (B)(6) 2006, second procedure of exploratory laparotomy, evacuation of hematoma, left salpingo-oophorectomy and hemostasis assurance of the cuff. On (B)(6) 2009, she performed diagnostic laparoscopy, major lysis of adhesions, exploratory laparotomy, enterolysis, right salpingo-oophorectomy and repair of serosal bowel tear. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 29 kg/sqm. On an unknown date she underwent essure confirmation test. And current weight was 155 ibs. On (B)(6) 2006, patient's blood pressure was 122/64 (unit unspecified), pulse: 84 (unit unspecified), respiration: 16 (unit unspecified), temperature: 98.6 (unit unspecified). Physician deployed the essure coil in each tubal ostia without complications, and there were approximately three rings seen on both sides penetrating into the lumen of the uterus. Transvaginal sono on (B)(6) 2006, impression: bilateral small functional ovarian cysts, thickened endometrium to one cm and very minimal fluid in the cul-de-sac. Pathology report on (B)(6) 2006, small amount of inactive endometrium. Endocervical tissue with benign squamous met aplasia and acute and chronic endocervicitis. On (B)(6) 2006, hysteroscope was introduced and using saline as the medium, visualized the endometrial cavity. Lush tissue were noted. The right tubal ostium was identified and noted to be clear. The left tubal ostium appeared to have some foreign device extruding from it. It was suspected that this was from a previous essure contraceptive; however, this could not be noted on the right tubal ostium. Postoperatively they did confirm that she had had an essure contraceptive device placed in (B)(6) 2006. Concerning the injuries reported in this case, the following ones were described in patient¿s medical records: uterine haemorrhage (confirming genital haemorrhage) and also confirmed events migraine, headache, menorrhagia, device expulsion. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 18-jul-2018: quality safety evaluation of ptc. Incident : at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ("perforation (uterus)"), device expulsion ("migration of essure device-location of device: uterus"), pelvic pain ("pain") and genital haemorrhage ("persistent bleeding") in a (B)(6) year-old female patient who had essure (ess205) (batch no. 508295) inserted. The occurrence of additional non-serious events is detailed below. The patient's past medical history included gravida ii, live birth in 1994, live birth in 2002 and premature birth. Concurrent conditions included overweight. Concomitant products included medroxyprogesterone (depo provera) in (B)(6) 2006 for contraception. On (B)(6) 2006, the patient had essure (ess205) inserted. In (B)(6) 2006, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)") and abdominal pain lower ("pain lower abdomen"). In (B)(6) 2006, the patient experienced migraine ("migraines") and headache ("headaches"). On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), device expulsion (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), bladder disorder ("bladder problems") and urinary tract infection ("urinary problems or changes"). The patient was treated with surgery (she had hysterectomy and salpingectomy (bilateral removal of fallopian tubes)), surgery (she had hysterectomy and salpingectomy (bilateral removal of fallopian tubes)) and surgery (she had hysterectomy and salpingectomy (bilateral removal of fallopian tubes)). Essure (ess205) was removed on (B)(6) 2006. At the time of the report, the uterine perforation, device expulsion, vaginal haemorrhage, menorrhagia, migraine, headache, abdominal pain lower and bladder disorder outcome was unknown and the pelvic pain and genital haemorrhage had resolved. The reporter considered abdominal pain lower, bladder disorder, device expulsion, genital haemorrhage, headache, menorrhagia, migraine, pelvic pain, urinary tract infection, uterine perforation and vaginal haemorrhage to be related to essure (ess205). Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 29 kg/sqm. On an unknown date she underwent essure confirmation test. And current weight was (B)(6) ibs. Most recent follow-up information incorporated above includes: on 15-feb-2018: reporters added and updated patient demographics. Historical condition, concomitant disease, laboratory data and concomitant medication were added. Added suspect drug lot number as 508295. Added events abnormal bleeding (vaginal, menorrhagia), bladder or urinary problems or changes, migraines / headaches, migration of essure device (location of device: uterus), perforation (uterus). In (B)(6) 2006, she had removed essure device (previously reported as (B)(6) 2006). Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ("perforation (uterus)"), device expulsion ("migration of essure device-location of device: uterus"), pelvic pain ("pain"), genital haemorrhage ("persistent bleeding") and uterine haemorrhage ("intractable uterine bleeding") in a (B)(6) year-old female patient who had essure (ess205) (batch no. 508295) inserted. The occurrence of additional non-serious events is detailed below. The patient's past medical history included gravida ii, live birth in 1994, live birth in 2002, premature birth, ovarian cyst nos, endometrial thickening, tonsillectomy in 1995, prolapsed disc repair in 1999, menorrhagia, uterine dilation and curettage on (B)(6) 2006, c-section in 2002 and c-section in 1994. Concurrent conditions included overweight, asthma, drug allergy (seizures) and anesthesia general. Family history included hypertension and diabetes mellitus. Concomitant products included medroxyprogesterone (depo provera) in (B)(6) 2006 for contraception. On (B)(6) 2006, the patient had essure (ess205) inserted. In (B)(6) 2006, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)") and abdominal pain lower ("pain lower abdomen"). In (B)(6) 2006, the patient experienced migraine ("migraines") and headache ("headaches"). On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), device expulsion (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), bladder disorder ("bladder problems"), urinary tract infection ("urinary problems or changes") and uterine haemorrhage (seriousness criterion medically significant). The patient was treated with surgery (she had hysterectomy and salpingectomy (bilateral removal of fallopian tubes)), surgery (she had hysterectomy and salpingectomy (bilateral removal of fallopian tubes)) and surgery (she had hysterectomy and salpingectomy (bilateral removal of fallopian tubes)). Essure (ess205) was removed on (B)(6) 2006. At the time of the report, the uterine perforation, device expulsion, vaginal haemorrhage, menorrhagia, migraine, headache, abdominal pain lower, bladder disorder and uterine haemorrhage outcome was unknown and the pelvic pain and genital haemorrhage had resolved. The reporter provided no causality assessment for uterine haemorrhage with essure (ess205). The reporter considered abdominal pain lower, bladder disorder, device expulsion, genital haemorrhage, headache, menorrhagia, migraine, pelvic pain, urinary tract infection, uterine perforation and vaginal haemorrhage to be related to essure (ess205). The reporter commented: there were no complications from essure insertion procedure. As per medical record, on (B)(6) 2006, she had exploratory laparotomy, mild lysis of adhesions and total abdominal hysterectomy with bilateral salpingectomy, also on (B)(6) 2006, second procedure of exploratory laparotomy, evacuation of hematoma, left salpingo-oophorectomy and hemostasis assurance of the cuff. On (B)(6) 2009, she performed diagnostic laparoscopy, major lysis of adhesions, exploratory laparotomy, enterolysis, right salpingo-oophorectomy and repair of serosal bowel tear. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 29 kg/sqm. On an unknown date she underwent essure confirmation test. And current weight was (B)(6) ibs. On (B)(6) 2006, patient's blood pressure was 122/64 (unit unspecified), pulse: 84 (unit unspecified), respiration: 16 (unit unspecified), temperature: 98.6 (unit unspecified). Physician deployed the essure coil in each tubal ostia without complications, and there were approximately three rings seen on both sides penetrating into the lumen of the uterus. Transvaginal sono on (B)(6) 2006, impression: bilateral small functional ovarian cysts, thickened endometrium to one cm and very minimal fluid in the cul-de-sac. Pathology report on (B)(6) 2006, small amount of inactive endometrium. Endocervical tissue with benign squamous met aplasia and acute and chronic endocervicitis. On (B)(6) 2006, hysteroscope was introduced and using saline as the medium, visualized the endometrial cavity. Lush tissue were noted. The right tubal ostium was identified and noted to be clear. The left tubal ostium appeared to have some foreign device extruding from it. It was suspected that this was from a previous essure contraceptive; however, this could not be noted on the right tubal ostium. Postoperatively they did confirm that she had had an essure contraceptive device placed in (B)(6) 2006. Concerning the injuries reported in this case, the following ones were described in patient¿s medical records: uterine haemorrhage (confirming genital haemorrhage) and also confirmed events migraine, headache, menorrhagia, device expulsion. Most recent follow-up information incorporated above includes: on 15-feb-2018: medical record received. Reporter information updated, case became medically confirmed. Patient¿s demographic information, relevant history and lab data updated. Essure expiration date jun-2007 was added. Event uterine haemorrhage was newly added. Incident : at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") and genital haemorrhage ("persistent bleeding") in a female patient who had essure (ess205) inserted. On (B)(6) 2006, the patient had essure (ess205) inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and genital haemorrhage (seriousness criterion medically significant). The patient was treated with surgery (surgery to remove the essure). Essure (ess205) was removed on (B)(6) 2006. At the time of the report, the pelvic pain and genital haemorrhage outcome was unknown. The reporter considered genital haemorrhage and pelvic pain to be related to essure (ess205). Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.